Manufacturer narrative:
The laser was evaluated the last week of april 2017. It was determined that there was no laser failure.

Event description:
It was reported that during a prostate procedure the fiber burnt; fiber(s) burn to fast was noted. The procedure was completed with an alternative procedure (turp). No complications was reported and no injury reported. Additional information as not reported.